Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the calibration performed on (B)(6)2024 and the results were within specifications. The investigation reviewed the qc data (with no specified ranges) and noted increased imprecision around the end of (B)(6)2024. The customer stated that the qc was within specifications. There is no obvious reagent issue. The field service engineer decontaminated the clogged pre-wash area. The investigation determined the event was consistent with contamination due to a clogged pre-wash area. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The field service engineer (fse) inspected the analyzer and performed a decontamination. He performed an instrument check with acceptable results. He noted that the customer changed the reagent 3 days ago and qc level 1's results were same as previous results and were higher after the cell change. Qc was performed. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys folate iii (folate iii) results from six patient samples tested on the cobas e 801 analytical unit. The initial results were not reported outside of the laboratory as they were run in duplicate after the calibration. The patient samples were rerun on another module. The reporter was able to provide five examples of discrepant results: sample (B)(6): the initial result from the module was 0.85 ng/ml. The repeat result from the other module was 2.1 ng/ml. Sample (B)(6): the initial result from the module was 0.616 ng/ml. The repeat result from the other module was 2.2 ng/ml. Sample (B)(6): the initial result from the module was 1.3 ng/ml. The repeat result from the other module was 3.0 ng/ml. Sample (B)(6): the initial result from the module was 1.27 ng/ml. The repeat result from the other module was 2.4 ng/ml. Sample (B)(6): the initial result from the module was 0.865 ng/ml. The repeat result from the other module was 2.2 ng/ml.